Event description:
A customer reported that the adc device powered on with button press but not test strip insertion. The customer was therefore unable to obtain glucose results and experienced nausea and a loss of consciousness. The customer was treated with insulin (dose/type unknown) by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device powered on with button press but not test strip insertion. The customer was therefore unable to obtain glucose results and experienced nausea and a loss of consciousness. The customer was treated with insulin (dose/type unknown) by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) is returned and investigated. The reader was visually inspected and no issues were observed. Reader turned on with button and strip insertion. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.